Event description:
Boston scientific received information that this device was an attempted implant due to setscrew issues and lead to device insertion difficulty during efforts to interface the chronic right ventricular (rv) lead. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The device is being evaluated in our post market quality assurance laboratory. This product issue will be updated when evaluation is complete.

Event description:
--

Manufacturer narrative:
(B)(4). Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the device was performed. Microscopic visual inspection found no irregularities and no damage to the header or seal plugs. The right atrial (ra) setscrew moved freely but the right ventricular (rv) setscrew was missing. The rv seal plug was removed and microscopic visual inspection found some damage to the rv connector block threads. A new rv setscrew was inserted to continue testing. An is-1 lead was inserted into the rv port without any issue, the rv setscrew was tightened and a tug test confirmed the lead was secure. Removed the rv seal plug. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.